Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called alleging inaccurate high readings using the lfs meter. The pt experienced symptoms of feeling sweaty and shaky prior to testing. She tested her blood glucose and received 77 mg/dl which she thought was 7.7 mmol/l. She ate something and felt ok. She spoke to her pharmacist who reset the battery and advised the pt to contact lfs. The pharmacist did not reset the meter at the time. Ccr found out that the pt's meter was set to the incorrect unit of measurement. Pt does not recall going into the set up mode. She mentioned that there was a recent power-interrupt with the meter and she replaced the batteries at that time; however did not reset the meter. She does not know how long the meter was set to mg/dl. Customer service sent the pt a replacement meter. This case is reported as a malfunction, since the unit of measurement appears to be a 'spontaneous occurrence' that is not caused by the pt accidentally changing the settings.